Event description:
Surgeon reported reamer head broke off from the drive shaft while harvesting bone graft from the femoral canal. The reamer head was retrieved and procedure was completed with a different assembly. Metal shards were noted in bone graft material and the femoral canal.

Manufacturer narrative:
Subject device is an instrument and is not implanted. The drive shaft was found with approximately 15 mm of the hex end broken with wear on the helix and in area adjacent to the tube adapter when assembled. There is slight deformation on the flats for jacob's chuck connection. Visual examination of the tube assembly revealed a small metal fragment of the drive shaft lodged in the tube. It is difficult of determine the actual cause of the complaint.